Event description:
It was further reported that the seal was not compromised on the package prior to opening. The procedure was completed with another renegade catheter.

Event description:
It was reported that prior to an unspecified procedure, a piece of hair was found intertwined around the catheter shaft. There was no damage noted to the packaging itself. The device was not used. There were no reported patient complications.

Event description:
It was further reported that the seal was not compromised on the package prior to opening. The procedure was completed with another renegade catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)